Event description:
Almost 3 years after mediport was inserted, and 6 months after removal, patient's provider noted that a firm nodule was present mid-incision. Patient was evaluated by interventional radiology and nodule was removed. Nodule was the locking collar from mediport. Unable to definitively determine which part of the process that the collar was retained.